Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) interrogated a ¿gray bar¿ status indicating that the battery voltage is at a level that is not acceptable for implant. The device was removed from service. There were no patient involvement.